Event description:
Unit was explanted due to a report of loss of sensing and capture. No further injury or complications associated with the event. The device had lasted longer than its projected longevity.